Event description:
It was reported that the biomed received the arctic sun device from the floor because it was having low flow alerts. Per additional information updated from ttm on 07apr2026, biomed getting a low flow on s/n (B)(6) with a new set of pads. Biomed stated they used a shunt loop initially and the flow rate was within spec, but nurses were complaining of low flow when using the device. Per review of wo notes, received csv file and confirmed they weren't getting flow, they troubleshot and everything was working as expected, they suspect an air leak issue or pad connection issue.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.